Event description:
It was reported that when using the bd pyxis medstation system multiple drawers failed. Users were able to remove the medication only after the failed storage space was recovered. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a multiple drawers failure. A field service engineer removed the latch assembly from the remote manager, housing and cleaned the mini-switch contacts, and also re-crimped the wiring harness connections. Upon reassembly, the engineer assessed the alignment of the hasp with the housing and made the necessary adjustments to ensure it was centered within the housing. Additionally, the field service engineer also confirmed that there was a delay in dispensing medication to the patient, as the facility's pyxis coordinator retrieved the failure report for this remote manager, which indicated that it had failed four times since the previous friday. Although each failure was recoverable, it occurred during attempts by the unit staff to dispense medication. The system functioned as intended after the field service engineer troubleshooted the device.